Event description:
It was reported via repair work order that the footboard touch screen had unintended functions due to fascia bubbling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.